Event description:
It was reported that the catheter was inserted without difficulty during labor. During removal of the catheter, the tip portion separated. It was decided to leave the separated catheter portion in place since the pt was asymptomatic. There were no add'l pt complications.